Manufacturer narrative:
Event date is estimated. This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an implant procedure, loss of capture was observed on the right ventricular (rv) lead. An x-ray was performed, which confirmed an rv lead dislodgement. During the revision procedure, low pacing impedance and variable sensing were also observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. The helix was found to be retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification. The reported events of low pacing lead impedance, loss of capture and variable sensing were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies except for the damages found consistent with procedural damage.